Event description:
It was reported that the subject device had bad vision and broken lens. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken, fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a broken video cable. In the product label it is stated: the endoscope is a precise optical device. Careless handling can damage the endoscope. ¿ handle and store endoscopic equipment carefully. ¿ check that the product has: - no dents, cracks, kinks, or deformations - no cuts and other defects on the outer sleeve of the cable - no deep scratches - no corrosion - no lens damages or cover glass damages - no missing or loose parts ¿ check all markings on the product for clear visibility e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device had bad vision and broken lens. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.